Manufacturer narrative:
Pump trace download analysis confirmed the pump alarmed battery power loss alarm. The adapt tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded with) as shown on the power management graph and confirmed battery power loss alarm due to j6 connector resistance issue on pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm. Customer reported that they ran self test and then got hardware low level failure alarm. Customer reported that the insulin pump had replace battery now alarm. Customer did received low battery alarm prior to replace battery now alarm. Customer stated the battery cap not loose, cracked or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.